Manufacturer narrative:
Initial.

Event description:
It was reported that after a meal announcement for a small dinner including honey nut cheerios, blood glucose decreased to 70 mg/dl and the user self-treated sequentially with peppermints, apple juice, and glucose tablets about 30 minutes apart, with subsequent readings of 144 mg/dl and later 118 mg/dl. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem associated with an improper or incorrect procedure or method, with relevance to the user interface in the context of meal announcement and carbohydrate intake sizing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.